Event description:
Customer reported that the numbers on the insulin pump were scrolling up when attempting to enter carbohydrates. Customer stated that when they went to check their basal rates the up arrow button was not working. Customer's blood glucose reading at the time of the call was 77 mg/dl. No further information reported.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No display anomaly was noted. The insulin pump had a cracked display window, cracked case near the display window corner, cracked reservoir tube and tube lip, scratched reservoir window, cracked belt clip slot, cracked battery tube threads, a stained address and serial number label and a stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.